Event description:
The pt expired. The death was unrelated to the implantable system. The actual cause of death was not reported. A follow-up report will be submitted if additional information becomes available.